Event description:
It was reported that during atrial lead replacement, the connector would not allow the atrial lead placement. Another lead was attempted and it also would not connect. The device was replaced with another device and will be returned for further analysis.

Manufacturer narrative:
The reported field event of the inability to connect the atrial lead to the header was not reproduced in the laboratory. Various tests and measurements were performed on the atrial is-1 lead bore and no anomalies were found. The cause of the difficulty connecting the atrial lead remains undetermined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.